Manufacturer narrative:
Additional information section: b3.

Manufacturer narrative:
Related MDR: 3011175548-2025-0000007. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Report received stated that the drain had a continuous air leak when connected to suction. Patient was being treated for supracoronary ascending aorta replacement. There was no reported patient injury just a delay for changing out the drain on an unstable patient.

Manufacturer narrative:
Additional information section: d9, h6. Related MDR: 3011175548-2025-0000007. Received a report of two atrium drains that had a continuous air leak when connected to suction. When asked for additional information, the user stated that a drain was placed on a patient following a "supracoronary ascending aorta replacement." The drain was connected to wall suction of "-100" and the drain's suction regulator was set to "-20". The drain was connected to a "novisci 3 way y connector" (most likely a novosci y connector, although the size is unknown) and an "atrium chest tube." Both this drain and the replacement were attached to the patient for less than 30 minutes. The user stated that the packaging for the drains had already been discarded so it cannot be evaluated for damage and the lot numbers are not known. Both drains were returned for evaluation. One was full of collected plueral fluid, some of which had spilled into the water seal chamber. The other had a much smaller amount of fluid in it. Both drains were cleaned as well as possible and visually inspected. On both drains, in the upper right corner (facing the front of the drain), under the patient line nozzle, cracks and white stress marks can be seen on the drain body. Some of the collected fluid appears to have worked its way into the cracks. One of the drains had too much fluid in the water seal chamber and could not be attached to wall suction without getting contaminated fluid in the suction system. The other was hooked up to suction with the source set to -80mmhg and the drain regulator set to -20cmh2o. A steady stream of bubbles were seen moving right-to-left in the air leak detection chamber. The patient line was clamped shut and slower, but still steady stream of bubbles was still seen in the air leak detection chamber. This indicates an air leak, confirming the user's concern. The most likely cause of this complaint is shipping damage. Both drains had identical damage to the drain body which is typically seen when a carton is impacted during shipping. A DHR review could not be completed because the lot number was not provided. The IFU provides adequate instructions for the setup and use of the device. The IFU instructs the user not to use the device if it or the packaging is damaged. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found 10 similar complaints. There were no related crs, capas or ncrs identified. The cause of the air leak was found to be damage to the drain cover just below the patient tube nozzle which compromised the internal pressure of the drain. The information reviewed in this investigation indicates that this damage was most likely sustained during shipping and handling of the device. The root cause is supply chain - handling damage. This investigation confirmed the complaint and the device nonconformance will be escalated to (B)(4).